Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fall off polyp. Block h2: correction: block h2: device code a1413 (suction problem). Block h2: device evaluation: block h11: investigation results. The device returned and it was found during visual inspection that the teeth were damaged and the bands were overlapped. These conditions are consistent with factors related to procedural use, handling, or insertion technique, which may have affected the performance of the device during band deployment. No problems were found in the handle section. It was unable to confirm the event of bands fall off polyp with testing of the product return. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of bands fall off polyp was defined in the risk hazard documentation and are documented accordingly. This event type has been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, insufficient inflation led to the detachment of the band when attempting to attach them to the polyp. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fall off polyp.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, insufficient inflation led to the detachment of the band when attempting to attach them to the polyp. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.